Manufacturer narrative:
To make a determination as to the cause of the stroke, the following clinical information must be considered: patient's medical history, including any previous strokes, cardiovascular disease, or risk factors such as hypertension, diabetes, or atrial fibrillation, timing of the stroke in relation to impella support (during or post-implant), detailed description of the symptoms experienced by the patient, neurological examination findings and any focal deficits observed, diagnostic imaging results, such as CT scan or MRI of the brain, to identify the type and location of the stroke (ischemic or hemorrhagic), laboratory test results, including coagulation profiles and cardiac markers any relevant procedural or device-related factors, such as duration and settings of impella support, presence of embolic protection devices, or any documented procedural complications, response to any previous anticoagulation or antiplatelet therapies, evaluation of potential alternative causes of stroke, such as arrhythmias, embolic sources, or underlying vascular pathology, as this clinical information was not provided, the true root cause of the stroke/cva could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant had a cp support in which the patient expired due to underlying cerebral hemorrhage. It was stated that the patient was being heparinized for right heart , which is when patient had stroke, and passed 4 days later. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The root cause of the stroke cannot be determined since the product was not returned and insufficient clinical details were provided. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella cp IFU: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿